Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the physician had difficulty removing the device from the pt. The 90% stenosed lesion was located in a calcified and severely tortuous distal right coronary artery. The lesion was pre-dilated with an apex balloon. The 3.00 x 16 mm taxus liberte' drug eluting stent was advanced to the lesion and could not cross. The physician could not advance or withdraw the device. A second guidewire was inserted and the physician was then able to remove the stent delivery system from the pt. The procedure was completed with a non bsc stent. No pt injuries or complications occurred. Pt status is satisfactory.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).